Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the right atrial (ra) lead. Trouble shooting was performed by testing the lead in the right ventricular port. Possible device issue noted. The lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.